Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge service has not been requested in connection with this event. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that during patient air transport, the cs300 intra-aortic balloon pump (iabp) failed on battery back up power when it arrived in nashville on transport from chattanooga. Customer states that the iabp unit was plugged in on flight equipment and when it arrived, the iabp showed full battery but did not maintain therapy and subsequently shut off. The iabp was removed from clinical service and is pending evaluation from the facility's biomedical engineer. No patient harm or adverse event was reported.